Event description:
The patient experienced a loss of therapeutic effect and stimulation in the wrong location. She did not feel any stimulation or it was very mild and in the wrong location. It was noted that the device had "stopped working" about 2 years ago. She had met with the company representative and a new physician, but they did not have the proper software card for her device. Further information was requested.

Manufacturer narrative:
(B)(4)